Event description:
The customer reported to baxter (B)(6) on (B)(6) 2010 an incident where a patient was set to receive a blood transfusion with an administration set. The staff went to prime the set and begin the infusion. Blood started leaking out from a large hole in the set. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. The sample is not available due to contamination. No additional information was available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The sample was discarded due to contamination and is not available at this time. A follow up report will be filed if the sample is returned and evaluated or it any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).